Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.  (B)(4).

Event description:
It was reported the precut hole was off center. Photos depicting the reported complaint issue were provided by the complainant.